Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements measuring 124 ohms. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.